Manufacturer narrative:
This follow up report is being filed to relay product evaluation results. Examination of returned device found no evidence of nonconformance. During the evaluation, it was noted that the root cause of the event could have been multiple things, including patient activity, alignment, bone quality, joint laxity or cementing. This report is 1 of 2 MDR's filed for the same event (reference 3002806535-2015-00272 / 00273).

Event description:
It was reported that patient underwent a total knee arthroplasty less than 10 years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due to instability caused by fractures to the tibial tray and bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Implant date - less than 10 years ago. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00272 / 00273).